Manufacturer narrative:
(B)(4). Evaluation results: mi and death.

Manufacturer narrative:
(B)(4).

Event description:
Clinical events committee adjudicated the death as a cardiac death due to cardiopulmonary arrest.

Event description:
There was one endeavor sprint rapid exchange (rx) drug eluting stent implanted in the mid lad during the index procedure. It is reported that during the index procedure there was balloon angioplasty of the mid lad carried out a number of times and there were a number of failed attempts to delivery study stents. A non-study stent was successfully passed through the distal portion of the lmca and was deployed in the proximal lad and a second non-study stent was placed in the ostium of the lmca abutting and just overlapping the first stent. The stents were post-dilated. It is reported that the pt suffered a spontaneous gi bleed on the same day as index procedure. It is reported that event lead to a hemodynamic compromise, there was a requirement for inotropes and a prbc transfusion of 14 units was required. Investigator has indicated that event was not related to study stent or procedures. Pt was taking aspirin and clopidogrel 24 at time of event. Approx 3 days post index procedure the pt underwent a planned staged procedure for a high grade stenosis of a svg to the rca. Balloon angiography was performed and one study stent was successfully deployed in the svg of the rca. It is reported that the pt suffered two acute non-stemi's approx 1 week and 2 weeks post index procedure. It is reported that they were non-q-wave mi's and the target lesion was not involved. Investigator has indicated that the events were not related to the study device. It is reported that the pt developed thrombocytopenia, significant hypotension, sepsis, and was subsequently intubated for respiratory failure approx 9 days post index procedure. It was indicated that the pt's post-procedure course was complicated, clinical status worsened and the family withdrew consent. According to the death certificate the pt expired from cardiopulmonary arrest approx 15 days post index procedure. (Ref MFR # 9612164-2011-00510).